Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has provided inappropriate anti-tachycardia pacing (atp) therapy due sinus tachycardia and oversensing of myopotential noise. The inappropriate atp therapy has occurred several times across approximately four years. In one instance, the patient reported feeling the atp therapy and chest discomfort. Boston scientific technical services (ts) has provided guidance to several different healthcare providers (hcp) from the same healthcare facility (hcf) on possible device programming optimization changes. During a recent ts data review, it was noted that a previous episode resulted in the patient receiving inappropriate atp and one device shock because of the detected rate and the device programming at the time, which did not include detection enhancements in the programmed therapy zone. Ts again talked with the hcp about possible device programming options. The products remain in-service. No additional adverse patient effects were reported.